Manufacturer narrative:
This is a duplicate report of 1818910-2018-52163. 1818910-2019-111119 is being retracted as it is a report duplication. 1818910-2018-52163 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 01 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to instability, recurrent bloody effusion, swelling, and pain. The surgeon reported that in extension, the knee was unstable in valgus with clunking, and appeared the lateral side of the femur was too short. He noted varus instability in flexion. The surgeon indicated the femoral and tibial components were revised, and the patella was in good shape, so not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2017 (lt knee).